Manufacturer narrative:
Based on the claim against the product by the customer noting that the permanent cautery hook would not cauterize, and a fragment fell from it, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis did not confirm, nor replicate, the reported complaint. The instrument was driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion. The instrument passed the electric continuity test and delivered energy. The instrument was fully functional; no problems were detected. A review of the instrument logs for the permanent cautery hook instrument (470183-14/ k112204040196) associated with this event was performed. The instrument was last used on(B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the permanent cautery hook instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the reported issue to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the permanent cautery hook would not cauterize and a fragment from the instrument fell into the patient. The fragment was retrieved the same procedure. After the instrument was seated, it had 5 uses remaining. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a piece of the instrument did fall into the patient but was retrieved during the procedure with no reports of patient injury.